Event description:
It was reported to philips that test data cannot be written to cd/dvd on all workstations. The device was in clinical use at the time of the event, and no adverse events or harm were reported in the complaint. Philips has started an investigation for this complaint.